Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that the nurse had stated the tx60g was fired to close an anastomosis. When the surgeon checked the anastomosis for leaks he noticed it leaking. He wasn't satisfied with the staple firing so he had to over sew the anastomosis. There was no consequence to the pt.